Manufacturer narrative:
One photo provided for evaluation; one photo provided; the photo confirms the complaint of could not inject drug due to great pressure, from the photo attached, probable cause is stick down of the microclave. The reported complaint can be confirmed from the photo provided. The device history lot number was not reviewed; no lot information was provided. Updated information in d9.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that they could not inject the drug due to great pressure. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation however it has not yet been received.